Event description:
While monitoring a pt who had collapsed with severe chest pain, the medic went into manual mode and selected leads and the device's display went blank. The medics then obtained another device to continue monitoring the pt's heart rhythm which was arrhythmia and changed to a-fib to a-flutter and then converted to an organized rhythm on their own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.